Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was received for investigation. The device was inspected, and the reported condition was observed. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the observed condition. Based on all available information a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the dobhoff was removed per order and observed to be frayed on the end while missing the weighted tip. A kub was obtained and showed the tip in the small bowel. Dr. Held was notified and aware.

Manufacturer narrative:
Additional information received added to section b5 (describe event or problem): "per additional information provided, gi indicated the patient would pass this naturally".

Event description:
The customer reported the dobhoff was removed per order and observed to be frayed on the end while missing the weighted tip. A kub was obtained and showed the tip in the small bowel. Dr. (B)(6) was notified and aware. Per additional information provided, gi indicated the patient would pass this naturally.